Event description:
The stapler was not performing in its intended manner, and the robotic rep was called to trouble shoot. The stapler was removed, and a new stapler was used, and the issue persisted. It was discovered that the right-hand control in the robotic console was faulty. The robot was serviced.